Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The patients underwent elective implantation of a standard or fenestrated graft for proximal failure of the previous evar. The following events were reported: serious injury: re-intervention rupture